Event description:
It was reported that outside of surgery, the upper roller assembly showed clear structural wear and visible damage, preventing the device from correctly perforating the skin graft. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in greece.